Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device hardware failed and main drawer 2.1 was not detected on bus. A field service engineer (fse) found a crimped pyxibus cable and replaced it with a new one. After restarting the device, no drawer failures were observed on the station, and the unit was successfully tested in the hardware test application (hta), resolving the issue. The system functioned as intended after the field service engineer repaired the device.